Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm indicated that this is a transport account and the customer has a portable battery charger. When the stm visited the facility; the battery was sitting on the supervisors desk. Two led's lit up when the stm pushed the button on the battery. The stm inserted in the charger and it indicated charging; after three hours the battery indicated three led's. The stm left the battery charging and returned the following day and the battery only indicated three led's. The stm ordered a new battery and replaced it, but the actual iabp was not involved, only the battery and portable charger. The customer also uses a portable power supply. Functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during daily checks of the cardiosave intra-aortic balloon pump (iabp) the end user found that battery was not charging all the way according to the led indicators on the front of the battery. There was no patient involvement and no adverse event was reported.